Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the 24v power supply (ps3). The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the lift on the 8800 experienced an up and down failure. No patient injury was reported.